Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A report indicative of a cassette with a fluid leak around the membrane was received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Fluid pressure testing was performed showing no issues with the device. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fluid leak in the membrane of a homechoice cassette. The leak was found before use. There was no patient involvement. No additional information is available.